Manufacturer narrative:
(B)(4). G2: foreign: taiwan. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the blue cover on the stem inserter is broken. There was no known impact or consequences to the patient. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected} updated: d4; d5; d9; g3; h2; h3; h4; h6. Visual examination of the returned product identified strike plate, handle, and body show scratches and indentations from previous use. Blue plastic sleeve was not returned with the device. Epoxy is present on distal end. No other damage was noted. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. This complaint was confirmed based on the returned device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.